Event description:
Caller reported a malfunction on a pump, which occurred when the pump was submerged in water and subsequently failed to turn on. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.